Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the not very tortuous and moderate to severely calcified peripheral artery with no ivus. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for treatment as the patient underwent an angiogram - lower leg extremity. When crossing into the tibialis, the device was not functioning properly, and it was noted that the balloon was partially fractured while still intact with the catheter. The device was removed from the patient where the fracture was located to be approximately on the pt. The device was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.